Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock with the ventricular rate at only 181 beats per minute. Further evaluation is expected at the next follow up appointment to determine further action needed. This device remains in service. No adverse patient effects were reported.